Event description:
The customer reported to olympus, the halogen light source had lamp lighting failure. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, found that the lamp does not light up and the fan does not run due to a fuse break. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the cause of the lamp not working was due to a faulty thermal fuse. However, the specific cause of the faulty thermal fuse could not be established at this time. Olympus will continue to monitor field performance for this device.